Event description:
An intravenous ultrasound (ivus) catheter was used five times during one procedure, when used for the 6th time the image was blacked out on the screen. It was thought that it was a shortage, and they unplugged the catheter then plugged it back in several times. It still would not resolve, so a new catheter was opened and used with no issues. The pt was not affected at all and did fine. (Volcano does not have the lot number.